Event description:
N/a.

Manufacturer narrative:
Tw (B)(4). Updated sections: b4, g3, g6, h2, h6, h11. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. A lot history record review was completed for lots 3000534606, 3000534059 and 3000528813 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that there wasn't energy to the jaws while using vasoview hemopro 2. Extension cables, adapters, and vh-3010 were changed. Same issue. Skip incisions were performed to complete the procedure. There was no wound complication or adverse patient outcome reported. The issue occurred early into the cautery use part of the procedure. Linked to ot (B)(4).

Manufacturer narrative:
Tw (B)(4) since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.